Event description:
It was reported that the battery had not worked in years. The healthcare provider (hcp) did not have any additional details when the stimulator stopped working. The hcp wanted to get a manufacturer representative (rep) to come out and confirm the patient¿s stimulator was not working/the battery was depleted. The patient was in for an MRI, and the MRI was not related to the device. The patient was seen by the rep and they did have the MRI. The rep went to the hospital to check the implantable neurostimulator (ins). It was not dead. They made sure stimulation was off and amplitudes on all programs were set at zero. The hospital staff for some reason did not trust the patient to make sure stimulation was off prior to the MRI. They questioned the patient¿s mental capacity and wanted the rep there just to make sure.

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v227363, implanted: (B)(6) 2009, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient.